Event description:
It was reported the customer received a button error alarm. The customer's buttons were also unresponsive on their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded keypad traces. There was no button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.